Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the nurse entered scope into trocar and outer gasket split and immediatley began leaking air. The surgeon entered dissector into other 511s from laparoscopic cholecystectomy kit and it too split and leaked. New 511ss were opened to ocmplete the procedure. There was no consequence to the patient.